Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 7 was not detected on the bus as a result of a defective row board cable. A field service engineer reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the auxiliary drawer 7 was not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.